Event description:
It was reported that a patient underwent a hernia repair procedure in 2003 and mesh was implanted. Recently, the patient had been experiencing what felt like a hernia and a swollen cord that went to his testicle. The patient went to the physician, was given antibiotics and the symptoms cleared. The patient was expected to have another appointment with his physician on (B)(6) 2013. Additional information was requested.

Manufacturer narrative:
(B)(4). Conclusion no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
Date sent to the FDA: 2/10/2014. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
(B)(4).